Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump would not upload to software. Blood glucose level at the time of the incident was 133 mg/dl. During troubleshooting, the device's alarm history showed that an unexpected restart alarm and an additional error alarm had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programed and monitor for 24 hours, no unexpected a21 or a17 alarms noted. The insulin pump passed self test, a21 error test and displacement test. Unable to download to care link pro due to alarms found in history due to corrupted history file. The insulin pump had reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.